Manufacturer narrative:
Internal complaint reference: case-(b)(4.

Event description:
It was reported that during an arthroscopy, a fast-fix failed to function as intended. The first anchor, t1, deployed successfully, but the second anchor, t2, remained attached to the fast-fix needle. The pusher in the needle passed beneath anchor t2 without catching it. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found that the needle's pusher moves below anchor t2 without getting caught. The images shows the device's identification information. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended force to the needle. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).